Event description:
It was reported that the 9600+ system was displaying error messages (iris pot error). There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the iris pot and calibrated the collimator. The system was tested and found to be working as intended and placed back into service.